Event description:
Md was performing the procedure according to IFU. However, md found a blood leak in valve of dilator. Md was unable to proceed with the product so used new product.

Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator inserted through the hemostasis valve of the sheath assembly for evaluation. The dilator was pulled out of the sheath, and biological material was observed. Biological material was also observed on the hemostasis valve. After the device failed functional testing, the black cap was removed from the device to check the placement of the seal inside. The seal inside was placed correctly. With the distal end occluded. A 10ml syringe was connected to the side arm. Water was flushed through the side arm and observed leaking out the back of the hemostasis valve/seal. Manufacturing facility was contacted to better understand if the leaking could be contributing to a manufacturing defect. They responded that "we performed a fluid leak test with some pieces for the same part number that we have here. The test we performed was after introducing and removing the dilator in the sheath, where we found that when removing the dilator from the valve, the internal seal is exposed to the outside of the valve. Based on tests performed, we do not associate this problem at the manufacturing process, we associate this problem to the natural use of the piece by the product design." The r and d engineers were contacted to better understand if the defect could be a design issue. They responded that if not enough vaseline was put on the valve during manufacturing, the valve may not be able to seal itself effectively after dilator removal. However, due to the nature of the sample (used and decontaminated), this could not be tested. A query was performed on this reported kit and no other defects of this nature were found. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user "hemostasis valve must be occluded at all times to minimize the risk of air embolism or hemorrhage. If device introduction is delayed, or device is removed, temporarily cover valve opening with sterile-gloved finger until catheter or obturator is inserted. Use arrow obturator, either included with this product or sold separately, as dummy catheter with sheath. This will ensure that leakage does not occur and inner seal is protected from contamination." The customer complaint that the valve was leaking was confirmed through this investigation. Water could be seen leaking out the hemostasis valve during flushing. A device history review was completed with no relevant findings. Based on sample received, along with the testing preformed at the manufacturing facility, comments from the r and d group, and the unknown if the valve was occluded like stated in the IFU, the root cause of this investigation is deemed undetermined-cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Md was performing the procedure according to IFU. However, md found a blood leak in valve of dilator. Md was unable to proceed with the product so used new product.